Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual, dystonia and movement disorders. It was reported that patient had devices replaced a couple weeks ago due to normal battery depletion. Patient stated that they were not sure why they went with rechargeable device, patient stated maybe because the previous device was larger. Patient stated that in their condition, charging the device was not easy. Patient inquired if taking a break from charging the device would hurt the device. Patient stated that they had been charging the device with full coupling, and begins charging when the ins battery is at 1/4. It was stated that patient would charge for 2 hours and the ins battery gets to 3/4 but does not seem to fully charge after 2 hours which the patient was told charging the ins would take. Patient inquired if they can over charge the device which patient was reading about over charging, and the requested information was reviewed for the patient. At the time of the call, patient repositioned the antenna over ins and confirmed getting 8 coupling bars. It was recommended for patient to charge ins to 100% to increase time between charges. It was reviewed for the patient how the number of efficiency bars will affect recharge time as well as possible expected time ins can take to charge. It was reviewed that patient may need to take longer than 2 hours depending on where ins battery level is at the beginning of charging ins. Patient also reported symptoms on the left side that they did not have before. Patient checked the ins status with the patient programmer (pp) and saw on and ok for the device that controls patient symptoms on the left side. Patient was redirected to follow up with the health care professional (hcp) to discuss symptoms and possible changes that patient could make to settings. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Should be adverse event and product problem. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual, dystonia and movement disorders. It was reported that patient had devices replaced a couple weeks ago due to normal battery depletion. Patient stated that they were not sure why they went with rechargeable device, patient stated maybe because the previous device was larger. Patient stated that in their condition, charging the device was not easy. Patient inquired if taking a break from charging the device would hurt the device. Patient stated that they had been charging the device with full coupling, and begins charging when the ins battery is at 1/4. It was stated that patient would charge for 2 hours and the ins battery gets to 3/4 but does not seem to fully charge after 2 hours which the patient was told charging the ins would take. Patient inquired if they can over charge the device which patient was reading about over charging, and the requested information was reviewed for the patient. At the time of the call, patient repositioned the antenna over ins and confirmed getting 8 coupling bars. It was recommended for patient to charge ins to 100% to increase time between charges. It was reviewed for the patient how the number of efficiency bars will affect recharge time as well as possible expected time ins can take to charge. It was reviewed that patient may need to take longer than 2 hours depending on where ins battery level is at the beginning of charging ins. Patient also reported symptoms on the left side that they did not have before. Patient checked the ins status with the patient programmer (pp) and saw on and ok for the device that controls patient symptoms on the left side. Patient was redirected to follow up with the health care professional (hcp) to discuss symptoms and possible changes that patient could make to settings. No further patient complications were reported/ anticipated as a result of this event.